Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not be disconnected from the drainage bag. It was further reported that the female connector separated from the main body of the transfer set, specified as "the dark blue part of the catheter tip was unscrewed from the light blue part of the catheter grip". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned mini cap and an in lab patient connector with no issues, therefore the reported connection issue to female connector was not verified. The reported condition of separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.